Manufacturer narrative:
A patient¿s ipg reached end of life was reported to abbott. The ipg was explanted and replaced. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that surgical intervention was undertaken wherein the ipg was explanted and replaced on (B)(6) 2021. Effective therapy was established post-op.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg was unable to communicate with external devices. A manufacturer representative confirmed the issue and the ipg was deemed inoperable. In turn, surgical intervention may be pending to address the issue.